Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 12, which was resettable and occurred at least three times without any notable events prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and informed the caller, who understood and acknowledged the resolution plan. They advised using mdi as a backup therapy for insulin delivery until the replacement arrived, provided instructions for storage mode, and arranged for the return of the malfunctioning pump.